Manufacturer narrative:
An analysis of the data logs from the subject event has been performed. This analysis concluded that the unrecoverable failure was due to a non-obvious collision between the robot arm and the mayfield adaptor which was under the drapes. According to the user manual, this issue could have been avoided by releasing the foot pedal therefore, it can be considered as an unintentional use error.

Event description:
The field service engineer (fse) was present for a seeg case on 15-jan-2020. For one of the trajectories, when surgeon was pushing the robot in axial slow towards the entry point, the most distal joint on the robot arm collided with the infinity/mayfield adapter. It was underneath drapes so the collision wasn¿t obvious. This was user error ¿ both for the fse and surgeon ¿ when this happened, the fse was looking at her computer to tell the surgeon the bone thickness. The collision wasn¿t obvious after the arm finished the automatic drive. Due to the collision, the robot shut down and they followed protocol to turn the robot back on and move the arm away. The patient was not hurt or injured. This caused a 10 minute delay.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The field service engineer (fse) was present for a seeg case on (B)(6) 2020. For one of the trajectories, when surgeon was pushing the robot in axial slow towards the entry point, the most distal joint on the robot arm collided with the infinity/mayfield adapter. It was underneath drapes so the collision wasn't obvious. This was user error ¿ both for the fse and surgeon ¿ when this happened, the fse was looking at her computer to tell the surgeon the bone thickness. The collision wasn't obvious after the arm finished the automatic drive. Due to the collision, the robot shut down and they followed protocol to turn the robot back on and move the arm away. The patient was not hurt or injured. This caused a 10 minute delay.